Event description:
(B) (4). Same case as MFR report #: 2134265-2010-03155, 2134265-2010-03156, 2134265-2010-03158. It was reported that following a stenting treatment procedure, the patient experienced a myocardial infarction. The index procedure treated two target lesions. The first lesion was an 80% stenosed, 2.75 x 26mm target lesion located in the 2nd obtuse marginal branch. Treatment consisted of pre dilation with an unspecified balloon and an unsuccessful attempt to place a 2.75 x 38mm taxus liberté stent. Additional balloon dilatations were performed and a 2.75 x 16mm taxus liberte stent was placed in the proximal portion of the vessel and post-dilatations were performed. Two overlapping 2.50 x 16mm taxus liberté stents were then placed to treat the rest of the vessel. Post-dilatation was performed with 0% residual stenosis. Target lesion two was an 80% stenosed, 3.0 x 26mm lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre dilatation with an unspecified balloon and the placement of a 3.00 x 28mm taxus liberté stent placed in overlapping fashion with a previously placed study stent. Post-dilatation was performed with 0% residual stenosis. The next day, cardiac enzymes were elevated. No action was taken and the event outcome was considered recovering/resolving. The subject was discharged later the same day on aspirin and prasagrel. Per the investigator, the relationship of the index procedure to the event was listed as "probable" and the relationship to the antiplatelet medication was listed as "unrelated".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)